Event description:
Same case as MFR#: 2134265-2010-01239. The patient presented with chest pain, elevated troponins and non-st elevated mi. Access was obtained through the right femoral artery. The 90-95% stenosed target lesion was located in the lcx. A 6fr non-bsc 3.5 guide catheter was advanced into the left main. A 0.014¿ non-bsc guidewire was positioned in the lcx and an apex balloon was advanced to predilate the lesion. The apex balloon was inflated to 8atms/34sec, 8atm/45 sec. There was evidence of a dissection in the mid portion of the lcx. Therefore a taxus liberte atom 2.25x32mm stent delivery system (sds) was advanced to the mid lcx and deployed at 11atms for 34sec. The stent was post dilated with a 2.5x8mm quantum balloon to 14atms/32sec, 14atms/35sec and 14atms/33sec. Angiography revealed timi-iii flow and no residual stenosis or dissection seen.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).